Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4288 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that hair was found inside the package after unpacking during puncture for catheterization. Opened and used a new catheter.

Event description:
It was reported that hair was found inside the package after unpacking during puncture for catheterization. Opened and used a new catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair found within the catheter package was inconclusive due to the condition of the returned sample. The product returned for evaluation was one 4fr s/l groshong catheter kit. The sample was received open and incomplete. The connector was removed from its package and assembled without the catheter. No hair or other foreign material was observed. While no obvious foreign material was observed, the opened state of the packaging and obvious manipulation of kit components prevented determination of the original state of the kit. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of recx4288 showed one other similar product complaint(s) from this lot number